Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the pump battery was depleting quickly and the insulin gauge was inaccurate. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.